Event description:
Revision surgery - due to tenderness and swelling in shoulder.

Manufacturer narrative:
The reason for this revision surgery was identified as tenderness and swelling in the patient's shoulder after 4.8 years of patient use. The outcomes attributed to this event are non-serious. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was a delay of two minutes and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr # (B)(4), involved five parts that were returned to the vendor for an undersized feature. A review of the product complaint report history shows this is the 81st complaint for this product: 1 fit issue, one for a damaged locking mechanism, one for surface finish, one revision, one due to a failed device, 32 due to dislocation, three due to pain, 22 due to infection, five due to trauma, eight for stability/poor joint issues, two for malposition, one due to dissociation, one for a packaging issue, and one was indeterminate. This is the second complaint for this lot number. The root cause for the tenderness and swelling was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.